Manufacturer narrative:
Further information was received indicating this event was a supplemental and reported in manufacturer reference number 2916596-2024-04575. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module began to alarm continuously when connected to power. The battery was disconnected and reconnected but the alarm persists. Self-test of the power module did not correct the alarm condition. A second new battery was placed but the alarm did not resolve. The alarm was only stopped by unplugging and disconnecting the internal battery.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.